Event description:
Parts of the plastic in 1229z syringe broke off inside a patient. The plastic is yellow and brittle. During a procedure, the aseplo syringe broke leaving pieces inside the patient. The physician is confident all particles were removed. There were several x-rays taken to attempt to detect any retained pieces and none were identified. The patient was on the operating table for an extra 45 minutes. There have been no reports of residual effect for the patient.

Manufacturer narrative:
We have determined this to be a supplier related issue, as we do not alter this component once received. We have therefore forwarded the information and sample to the supplier for their evaluation. The results of their investigation is as follows: this provides information on our investigation in response to the reference product quality report pertaining to reorder # 1229. MFR is committed to customer satisfaction and is very much concerned about this situation. We apologize for any inconvenience this may have caused you or your customer. As you know, the bulb syringe that was associated with the complaint was not returned to us, so it was not available for examination. Accordingly, our investigation followed our standard procedure in such a situation and included a review of our production records for this lot in question and discussions with production personnel nothing during that phase of the investigation turned up anything that would explain the reported breakage phenomenon. We examined our retained samples from that lot bulk non-sterile syringes and received and examined the sample from the same lot you returned to us. Nothing in our retained sample indicated any such quality problem. Upon evaluation of the sample you returned, we found the sample sturdy, slightly yellow, but not brittle. The slight discoloration could possibly be attributable to your sterilization process. We recommend, if you have not done so already as part of your complaint investigation, that you reevaluate your sterilization process to confirm that the plastic in our bulb syringe is compatible with that process, including re-sterilization, if such has been validated for the kit in question.